Event description:
The reporter stated the technician opened the vial of a 12.6mm micl 12.6 implantable collamer lens and noticed a tear on the lens. The lens was not loaded or used. The reporter stated the lens was defective.

Manufacturer narrative:
Eval: a lens work order search was performed and similar complaint was found.